Event description:
A catheter leak was reported due to break/tear/jole at the proximal pump segment. On (B)(6) 2010 a catheter dye study confirmed leak at subcutaneous site with granuloma mass. It was stated that the granuloma mass developed in the subcutaneous tissue and presented as a "tumor". Because of the age of the pump - pum and catheter were replaced, issue resolved". Drug delivered was hydromorphone 5 mg daily dose, conc. 1 mg/ml. Pt outcome stated as "no injury".

Manufacturer narrative:
(B)(4).